Manufacturer narrative:
Pending evaluation.

Event description:
It was reported by the legal department that a male patient was having issues with his optetrak knee implant. Reason was not reported.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the reported event cannot be conclusively determined; no reason was given, insufficient information.